Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Physician reported right side local pain in the right breast, cyst, radial folding, rupture, hardening frequent pain and capsular contracture compatible with baker grade IV. Device remains implanted.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.